Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 371 mg/dl. The user was able to correct by staying connected to the device for 2-3. There was no report of any further medical intervention for this case.